Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Electro-cautery damage was noted in multiple places and insulation was bent around the suture sleeve area. Helix mechanism was found extended and visual inspection found dried blood in the housing which prevented direct testing of the helix. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture thresholds. Helix difficulty allegation was confirmed as the dried blood prevented testing of the helix mechanism.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high thresholds due to possible subclavian crush, although there were no visual anomalies. The helix never retracted. No additional adverse patient effects were reported.